Manufacturer narrative:
Changed incident date to (B)(6) 2010.changed explant date to (B)(6) 2010.

Manufacturer narrative:
The intraocular lens (iol) was not received for analysis. Report received from the surgeon suggests this event was not caused by the intraocular lens but instead by a pre-operative refractive error due to the patient's prior lasik surgery. A follow-up MDR will be submitted as necessary when additional reportable information becomes available. Lens not received.

Manufacturer narrative:
Visual inspection of the optic parts took place and no optical deviations could be found. Diopter measurement records from this particular lens were verified and shown to be within specifications. This is in compliance with the labeled dioptric power 20.0 diopter of this lot number. A review of the historical complaint data base revealed that no other complaints from this lot number were received. Based upon the above and the fact that the lens was received cut in 3 pieces precluding analysis, no further investigation could be performed. Our investigation identified no product deficiency, suggesting that this event was not caused by the iol. All information received is included in this report.

Event description:
It was reported the lens was exchanged due to a refractive error. Patient had previous lasik surgery and readings were not available.